Event description:
It was reported that at the end of the examination the balloon on the catheter would not deflate, eventually it had to be burst with a needle. The patient was in a lot of pain as the catheter would not come out. Dr (B)(6) administered buscopan as the womb had gone into spasm, she also gave the patient volterol suppository which she would normally not do but the patient was in so much pain.

Manufacturer narrative:
The h/s catheter was not returned for evaluation. A review of the device history record (DHR) revealed no non-conformities. A review of the complaint history showed no trend. Eight units were found in finished good inventory from the same lot number. All units were visually inspected and no abnormalities were noted. Two of the eight units were functionally tested by quality and manufacturing engineering and both units inflated and deflated without issue. The non-conformance could not be verified. (B)(4).